Manufacturer narrative:
The patient¿s age was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 1 month. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after approximately 1 year of support, the patient committed suicide on (B)(6) 2014. According to the surgeon, there were no issues with the device or therapy. No additional information was provided.

Manufacturer narrative:
No device related issues were reported and a correlation between the device and the reported suicide could not be determined. The device was not explanted and was not available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.